Event description:
On (B)(6) 2009, the patient reported that during the middle of a meal bolus she received an e4 (occlusion) alarm on her insulin infusion device this evening. She stated she disconnected from her site and successfully primed the line before reconnecting and delivering the remaining portion of her bolus. The patient said she believes the occlusion was caused by her insulin cartridge as the plunger rod is very stiff and difficult to pull back and forth. She stated, she has noticed this difference in her last order of cartridges. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.